Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Back to back meter results with a competitor's meter were 137 mg/dl and 189 mg/dl. Caller states his glucose is normally 189 mg/dl. No adverse event reported.